Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Patient ID reported (B)(6).

Event description:
It was reported that during a triple arthrodesis foot, the surgeon was trying to insert a 4.5 cannulated screw with a power driver, when the threads of the screw peeled and the threaded portion of the screw broke off in the bone. The fragments were not retrieved. The head of the screw and the unthreaded portion of the shaft were retrieved. The surgeon inserted another 4.5 cannulated screw, nearby the broken screw, and a competitors staples to complete the procedure with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).